Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the ECG (electrocardiogram) was disabled. There was no impact to the patient and no harm was reported.